Event description:
According to the customer, the fixation screw broke during transfer of the pt from the table top to hospital bed. The table top fell down on foot side. No injury reported. (B)(4).

Manufacturer narrative:
Maquet service has replaced the broken screw and returned the trolley to service. Presently, the root cause for this incident is unk. Maquet has requested the broken screw to be returned for further analysis. Maquet has been able to simulate the breakage of the retaining screw reported (with the trolley supporting a tabletop with a load of 180kg) by removing the screw. However, in test, the tabletop never fell to the floor. Because the carrier frame is fixed on three points: a left and right rotation joint for trendelenburg (only one of them was broken) and the trendelenburg /reverse trendelenburg cylinder. Even if one screw failed, the remaining joints would have been sufficient to support the tabletop. Given what is known, maquet suspects customer misuse as the root cause of the issue. No similar incident with this transporter has been reported to maquet since the launch of this product. (B)(4). Should add'l details become available, a f/u MDR will be submitted. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.